Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead showed oversensing of episodes of short interval counts (sic), non-physiologic sensing, and non-sustained tachycardia. Fluctuating impedance was noted. Historically, the lead measured small r-waves. All therapies were turned off for the lead. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).